Manufacturer narrative:
Evaluation of the returned catrx confirmed a fracture. It was reported that the device became bent while advancing the device over a guidewire. If the device is forcefully advanced against resistance or if the device is mishandled at extreme angles during use, damage such as a bend may occur. Subsequently, if the device is further manipulated, damage such as a fracture may result. Further evaluation revealed kinks. This damage was likely incidental to the reported complaint and may have occurred after removal of the device from the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right superficial femoral artery (sfa) using an indigo system catrx aspiration catheter (catrx) and non-penumbra sheath. During the procedure, the physician bent the catrx when attempting to advance it over a guidewire. The physician then inspected the catrx and it appeared to be fine. The catrx was then advanced over the guidewire and into the target vessel without any issue. Subsequently, the physician initiated aspiration and started to treat the target location using the catrx. However, approximately halfway into the procedure, it was reported that the physician felt the catrx had disconnected. Therefore, the physician turned off aspiration and decided to remove the catrx. Upon removal, it was noticed that only a portion of the catrx came out of the sheath and the remainder of the catrx was found inside the sheath. Therefore, the physician removed the detachable rotating hemostasis valve (rhv) from the sheath and pulled out the broken piece of the catrx out from the sheath. The procedure was completed using angioplasty and the same sheath. There was no report of an adverse effect to the patient.